Manufacturer narrative:
The disposable cartridge was not available for evaluation and the lot number was not provided. The htn confirmed the patient has had similar symptoms with previous non nxstage treatments. The patient continues with treatment and no further reports of this type. Nxstage medical considers this report closed. No additional information will be provided. Device not returned.

Event description:
A report was received regarding a (B)(6) male patient who experienced a rash, odd taste and chest tightness during treatment. Follow up with the home hemodialysis nurse confirmed no medical intervention was required. The patient was instructed to flush the system with saline prior to treatment. The patient experienced the same issues when in treatment at the center using non-nxstage equipment. The patient continues to use nxstage product without issue.